Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured thrombocytopenia with a possible relationship to the impella device used: team noted thrombocytopenia since post impella implant. Platelets were monitored throughout this admission. Nadir level was 46,000 and peak was 297,000. 1 unit of plasma was given. 3 total units of rbcs given. It was reported that the patient/event has not recovered/not resolved. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a possible relationship to the impella device used: peak of lactate dehydrogenase, plasma-free hemoglobin, total bilirubin were 463, 12.9 and 3.8, respectively. Baseline unknown. Team noted hemolysis likely to impella. Team monitored labs throughout this admission. Patient's impella was turned off but not removed prior to death on (B)(6) 2024. It was reported that the patient/event has not recovered/not resolved. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the hemolysis and thrombocytopenia has been completed. Pump was not returned for investigation. Clinical mentioned that hemolysis symptoms were present since start of the case. Data log review showed suction alarm when the p-level was increased and was resolved when p-level was decreased, no motor current spikes or a placement signal (ps) trend was observed. Clinical details state that the patient was given blood which did not help resolve hemolysis. Therefore, the root cause of the hemolysis issue was not determined since product was not returned and data logs were inconclusive. No clinical information related to the failure was provided. Therefore, the root cause of the thrombocytopenia issue was not determined since product was not returned and insufficient clinical information was provided.